Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump motor making noise. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump barely making any noise and as a faint sound. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no motor noise or audio/beep anomaly noted. Insulin pump received with corroded battery tube noted.